Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 in the morning. The customer blood glucose level was unknown at the time of hospitalized and the other blood glucose level was 600 mg/dl. The customer was treated with insulin drip and anti-nausea meds. Customer mentioned she also had gastroparesis that may have lead to the high blood glucose. The device will not be returned for analysis.